Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 25.5 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 because the patient was about -2.0 diopter post-operatively. The replacement lens was a zxr00 23.0 diopter lens. Reportedly, there were no adverse effects to the patient. No additional information was provided.

Manufacturer narrative:
Additional information received reported the patient's date of birth ((B)(6) 1964) and operative eye (left eye - os). Also, there was no incision enlargement, no vitrectomy, and no sutures used. Post-operatively, the patient experienced corneal edema, which has been resolved, and cystoid macular edema (cme), which is still being resolved. Furthermore, the patient''s visual acuity was 20/20 distance and 20/40 near post-operatively. The replacement lens was a zxr00 23.0 diopter lens with serial number (B)(4). No additional information was provided. Age/date of birth: (B)(6) 1964. Patient code 3191 ¿ cystoid macular edema (cme). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/17/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.